Event description:
Lap chole - "dr (B)(6) said that once the clip applier would not close fully around the duct. Saved one of the clip appliers to be returned via (B)(4). Attended case with him on (B)(6) to learn more about what occurred and also received tips for use, (B)(6) case went well". Pt status: normal.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.